Manufacturer narrative:
No product was returned. The cause of the positioning issue was determined to be an unintentional use error as the pump was came out during transport of the patient. The root cause of the pump suction is most likely due to user error as the clinical states that the pump was out of position, and repositioning resolved the issue and data logs support this conclusion. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp encountered suction. The patient was being transferred from fairfield medical center to riverside, and upon arrival, continuous suction alarms were observed with equal max and min flows on impella and flattened motor current. There was no visualization of the impella in the left ventricle after numerous echo views. It was determined that the impella migrated out of the lv sometime during transport and after speaking with the family, the decision was made to explant the pump and treat the patient medically.